Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed that the tubing was separated from the third y site clearlink in the downstream part. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had "broken at the point of connection with the y-port. Remainder of tubing was attached to patient's PICC line, open to air. No apparent infusion of air as it was noted that there was fluid in the tubing up to the point of disconnection.¿ this occurred during use in the intensive care unit (ICU). No issues were noted with the PICC line. No medication was actively infusing through the tubing at time issue was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.